Event description:
Follow-up revealed the physician suggested the patient to turn his stimulation off for 3 weeks or more and see if the stimulation was actually helping with the pain. The physician will discuss the patient's options after the patient has had some time without the stimulation.

Manufacturer narrative:
Sjm has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Sjm defers to the patient¿s physician regarding medical history.

Event description:
Follow-up revealed the patient's scs system was explanted on (B)(6) 2016.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Sjm defers to the patient¿s physician regarding medical history. (B)(4).

Event description:
It was reported the patient could not receive stimulation in the targeted areas. Multiple programming session could not provide resolution. As a result, the patient will undergo surgical intervention.